Event description:
It was reported when the lead was examined prior to implant, the surgeon felt the top of the electrode was not centered and could result in improper placement. As a result the lead was not implanted and instead a new lead was used. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
The lead has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the lead revealed the distal end of the lead was bent between electrodes 0-1 and 2-3.